Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that patient's device (sn: (B)(4)) was not working and they had to increase stimulation before it was explanted. Patient was unable to confirm if this device was explanted due to normal battery depletion or not.